Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. Upon visual inspection, the balloon was found to be ruptured and the ruptured edges of the balloon latex were not able to match up. No visible damage to the balloon windings or catheter body was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eye. Three possible lot numbers were reported. A device history record review was completed for all three potential lot numbers and documented that the specified lots met all specifications upon distribution. Customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Possible lot numbers: lot number: 60663081, manufactured date: 12/8/2016, expiration date: 3/6/2019; lot number: 60738144, manufactured date: 2/14/2017, expiration date: 5/10/2019; lot number: 60672736, manufactured date: 12/23/2017, expiration date: 3/15/2019.

Event description:
It was reported that the balloon could not maintain its inflation before use. There were no patient complications reported.